Manufacturer narrative:
H4: the device was manufactured from december 3, 2019 - december 4, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed fluid inside the bag containing the device which suggested a leak occurred. The reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) leaked during a patient infusion. This was further described as ¿after patient used up the medication, water droplets was found on the interior of the rigid plastic housing¿. This was noticed after the infusion. The device was filled with cefazolin in dextrose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.